Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving compounded baclofen (500mcg/ml at 106.09mcg/day) via an implantable infusion system. The indication for use was indicated as head/brain injury and intractable spasticity. On (B)(6) 2012, it was reported that the patient experienced a change in therapy effect following a refill session last (B)(6). The patient's symptoms were lethargy, urinary retention, and the patient was flaccid. No change to the drug concentration or dose was made at the refill. They were planning to see the patient tomorrow to have the reservoir volume aspirated and replaced with new drug. It was noted that the physician would likely reduce the dose by 15%. It was determined that it would take approximately 47.5 to 57 hours based on the catheter volume to clear the catheter of the old drug. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.